Event description:
It was reported that cadd medication cassette reservoirs, started to prime the set, the set doesn't always prime. Pump seems to pump air and you can see how the reservoir volume decreases, but the liquid doesn't move forward in the set. Leaves medication in the cassette when displays empty. No patient injury reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. Update in h6 and h10.